Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.

Manufacturer narrative:
Additional information: there is a high possibility that the floating mass transducer (fmt) is dislodged from the round window niche again, thus explaining for the lacking patient benefit. There is a likelihood that a second revision surgery under local anesthetic will take place. According to the manufacturer's experience the dislodgement may have been caused by one of the accident-like events shortly after implantation or due to inappropriate placement of the fmt during surgery.

Manufacturer narrative:
Based on the received information, the patient was explanted of the device on (B)(6) 2014, but despite several inquiries the device has not been received for investigation by the manufacturer. Since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated. The patient had poor audiological outcomes to no hearing sensation over years. During a revision surgery, carried out to re-position the floating mass transducer (fmt) on the round window, the patient reported good sound amplification intra-operatively, however, at activation, the patient experienced no hearing benefit. A dislodgement of the floating mass transducer (fmt) from the round window is suspected to be the cause of the reported problems.

Event description:
The patient was implanted by round window vibroplasty approach. At initial activation on (B)(6) 2009, the patient reported no hearing sensation. The external equipment was checked and the gain was increased to maximum, but without any effect on sound perception. In addition, an accidental knock to the patient's head was reported a few days prior to activation. On (B)(6)2009, the patient fell hitting the back of her head, but did not hit the implanted site. A revision surgery to reposition the floating mass transducer on the round window under local anesthesia took place on (B)(6) 2009. During this surgery the patient had a limited listening experience with the audio processor and reported being satisfied with the outcome during activation on (B)(6) 2009, the patient reported not being able to hear.

Manufacturer narrative:
We have not received any additional information with regards to the complaint and a possible date for surgery. The complaint is to closed out, re-opening as and when any additional information is passed onto us. Available information indicates that the complaint is probably due to misplacement of the transducer.

Event description:
It was reported that the patient was implanted in late 2008. A round window vibroplasty approach was used. The patient had an appointment for initial activation in early 2009. The audio processor was placed over the skin flap with the implant insitu and connected via the internal in-built hi-pro box of the clinic's audiometric management storage system. The patient's bone conduction thresholds were entered into the air conduction fields with the software's calculated algorithm and gain. Ap was programmed and activated. Patient reported no sound could be heard through her ap. The external equipment was checked and the gain was increased on all channels to maximum but this had no effect in perceiving sound. An appointment was made to see the patient the following month, for further investigation. The implant site was problem free except for one area half way down, it was a little tender on pressing towards the incision line. Patient reported that a few days prior to activation, the month before, she encountered an 'accidental knock' on her head from her husband's elbow whilst lying in bed at night. She reported this hurt at the time. Four days later, she missed a step on the staircase and fell on the back of her head, but did not hit the implanted site.